Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), raynaud's phenomenon ("autoimmune diagnosed : raynaud's syndrome"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neuronal condit/problem"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, rash, skin disorder, bladder disorder, vaginal infection, vaginal discharge, nervous system disorder, migraine, headache, fatigue, gastrointestinal disorder, alopecia, nausea and hormone level abnormal had resolved and the raynaud's phenomenon and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, raynaud's phenomenon, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, psych injury, bladder/urinary problem,neuronal condit/problem, migraine, headaches, fatigue, gi conditions, hair loss, nausea hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Previously reported event "injury" is replaced with "pelvic pain", events- " dysmenorrhea (cramping), abdominal, back ,dyspareunia) (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition,autoimmune diagnosed : raynaud's syndrome, psychological injury, bladder problems, vaginal infection, vaginal discharge, neuronal condit/problem ,migraine, headaches ,fatigue, gi conditions, hair loss, nausea, she did not undergo an essure conformation test, dyspareunia, headaches and hormonal changes", added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included pregnancy, vulvovaginal human papilloma virus infection and vaginitis. Concurrent conditions included breast mass and vulvovaginal candidiasis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pruritus ("rash/skin condition type: itchy skin"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), raynaud's phenomenon ("autoimmune diagnosed : raynaud's syndrome"), anxiety ("psychological injury/ psychological/ psychiatric condition- problem, condition: anxiety"), fatigue ("fatigue") and hot flush ("hormonal changes describe: hot flashes"). In 2016, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), bladder disorder ("bladder problems"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: acid reflux"), alopecia ("hair loss,"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia"), skin disorder ("rash/skin condition"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"), vaginal discharge ("vaginal discharge"), feeling abnormal ("neuronal condit/problem type: brain fog"), migraine ("migraine"), headache ("headaches") and bacterial vaginosis ("infection (bladder/ urinary tract/ vaginal): bacterial vaginosis"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, pruritus, skin disorder, bladder disorder, vaginal infection, vaginal discharge, feeling abnormal, migraine, headache, fatigue, gastrooesophageal reflux disease, alopecia, nausea, hot flush, vaginal haemorrhage, urinary tract disorder and bacterial vaginosis had resolved, the raynaud's phenomenon was resolving and the anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pruritus, raynaud's phenomenon, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, psych injury, bladder/urinary problem,neuronal condit/problem ,migraine, headaches ,fatigue, gi conditions, hair loss, nausea hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pfs+mr received. New events: abnormal bleeding (vaginal), urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, hormonal changes updated to hormonal changes describe: hot flashes, rashes updated to rashes or skin conditions type: itchy skin, gi conditions updated to gastrointestinal or digestive system condition type: acid reflux, neurological conditions updated to brain fog, psych injury updated to anxiety new reporters, plaintiffs information added. Concomitant and historical conditions were added. Outcome for events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.